Event description:
367 days after a coronary artery drug eluting stenting procedure, the patient expired. The lesion being treated in the index procedure was a 2.5mm, 80% stenosed portion of the mid left anterior descending (mid lad)artery. The physician treated the lesion with predilatation and successfully placing taxus express2 8.8% drug eluting stent in the target lesion. There were no complications. The patient was discharged 2 days later on plavis and aspirin. 267 days after the initial procedure, the patient expired. There was no autopsy. In the opinion of the physician, the cause of death was bone cancer and was not related to the taxus stent.